Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 150 units. The customer declined to reload the cartridge during the call. There was no reported impact to the customer's blood glucose level.